Event description:
There was a malfunction of the 3rd robot arm after the start of surgery for a robotic assisted laparoscopic prostatectomy. We aborted the procedure. Patient had been asleep for approximately 1 hour. The patient will have to reschedule the procedure.